Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1340, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that essure added to her migraines and increased her premenstrual syndrome, menstrual pain and flow to the point that each month she spent more time in bed then out. She is a week post operation from a hysterectomy leaving only her ovaries. Her symptoms have gotten somewhat better. She was healing and looking forward to life without essure in her body. Follow up received on 21-oct-2015: ptc investigational result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increased menstrual pain. She underwent a hysterectomy and essure was removed. This event, interpreted as dysmenorrhea, was considered serious due to medical significance and is listed in the reference safety information for essure. Dysmenorrhea may occur after essure insertion. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention for essure removal (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.